Event description:
It was reported that the field representative requested to review a stored ventricular episode. Upon review, it was found that the patient was in a true ventricular arrhythmia, which self-terminated, but the device shock therapy was already committed to being delivered, therefore, delivering inappropriate shocks. Reprogramming options were discussed. No adverse patient effects were reported. At this time. This device remains in service.